Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the battery was changed and a new battery cap was used but the power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: investigators were unable to adequately investigate the original ¿no power¿ complaint because upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The battery cap was returned with the pump and was able to tighten to a test pump. The pump was opened up and no damages were noted to the power circuit. In addition, there was no evidence of internal moisture. Unrelated to the original complaint, the call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. In addition, a hairline battery compartment crack was noted below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).